Event description:
A customer reported receiving an error message on her freestyle flash blood glucose meter, and because of that issue she reported losing consciousness. The paramedics were called and treated her with an unknown intravenous solution. There was no diagnosis of hypo - or hyperglycemia and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.